Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse inspected a system control panel and identified a loose bolt which was grounding the chassis to the control panel circuit. The issue was evaluated and corrected. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an locking fault. The field service engineer confirmed that the system failed to boot. No patient serious injury or death was reported related to this event.